Manufacturer narrative:
Additional information: analysis of the returned device shows that in the returned state neither arm would lock up. The ¿bigger¿ joint on the arms were disassembled. It was noted that the internal nuts that thread on the locking lever screw and place force on the internal sockets are worn and no longer providing the pressure needed to lock the arm in place. Conclusion: internal looking mechanism worn. Due to the method used to lock the arm in place this is consistent with anticipated wear.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that the surgeon was unable to fully tighten the knob to secure the flex arms. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.